Event description:
It was reported that the lens was defective and could not be advanced through the shooter. No further information was provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: the exact date is unknown, the best estimate is prior to (B)(6) 2022. If implanted, give date: not applicable, there is no indication that the device was implanted. If explanted, give date: not applicable, there is no indication that the device was implanted, therefore not explanted. Initial reporter name and address: telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.